Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event (s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for a few years among other non-serious events. She underwent a hysterectomy and salpingectomy. This event, interpreted as genital bleeding is listed according to the reference safety information for essure. In this particular case, the consumer stated she lived for a few years with bleeding. The dates of essure insertion and removal and the onset date of the bleeding was not reported. However, considering the implied compatible temporal relationship, and lack of alternative explanation, causal relationship between essure and the bleeding cannot be excluded. This case is regarded as incident due to surgical required intervention. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-0034) in (B)(6) on 11-aug-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She stated that she lived for a few years with the pain, the bleeding, the depression, the bloating, and the migraines. She was also diagnosed with fibromyalgia after being implanted with essure. According to her, a chronic pain condition she will live with the rest of her life. She had to have a hysterectomy and salpingectomy at the (B)(6). Most of her issues went away after essure removal but the chronic pain, fatigue, baring fog and other issues of fibro will be with her the rest of her life. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for a few years among other non-serious events. She underwent a hysterectomy and salpingectomy. This event, interpreted as genital bleeding is listed according to the reference safety information for essure. In this particular case, the consumer stated she lived for a few years with bleeding. The dates of essure insertion and removal and the onset date of the bleeding was not reported. However, considering the implied compatible temporal relationship, and lack of alternative explanation, causal relationship between essure and the bleeding cannot be excluded. This case is regarded as incident due to surgical required intervention.